Manufacturer narrative:
The surgeon indicated that the knee interpositional device was explanted because of effusion and dislocation. Device history record review concluded that the device was mfg to specifications.

Event description:
Pt was implanted with a knee interpositional device in 2007. The surgeon indicated that the device was explanted in 2009, due to effusion and dislocation.